Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient have been in hospital many times due hypoglemic, diabetic ketoacidosis and dehydration. The customer went in ambulance to hospital, blood glucose was 30 mg/dl at 2012. The customer was hospitalized due to diabetic ketoacidosis in intensive care unit on (B)(6) 2012, blood glucose was 500 mg/dl. The customer has multiple trip to emergency room for dehydration in 2013. The customer reported via phone call indicating that the insulin pump alarm lost sensor. Customer's blood glucose was 133 mg/dl. The customer reported via phone call indicating that the insulin pump alarm failed self-test. Customer's blood glucose was 133 mg/dl. The customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms or motor error alarms were noted. However, the pump gave a failed radio frequency alarm during the self test and a lost alarm due to a faulty component at the radio frequency board. The motor was tested outside the device and it passed. The history was downloaded after component replacement. The pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.